Event description:
The user facility reported that the tr band 2 was used for radial access closure. The trb2 would not hold air as per staff. A second trb2 was used for hemostasis. The patient was in stable condition and the procedure was successful. There was no patient injury/medical or surgical intervention required. It was unknown if any other device or equipment were used with the product involved. Additional information was received on 18 may 2023: the volume of air inserted into tr band 2 was unknown. The amount of time noted by staff post procedure when tr band 2 unexpectedly lost pressure was unknown. No noticeable damage to device was observed. It was unknown if device was manipulated in any way pre-use or during storage. The product was stored at cath lab room temperature inside a cabinet.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up #1 to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly, inflator and pouch label. The returned sample was subjected to visual analysis. Approximately 7.5 ml of air was in the band. There were no signs of damage or deformation noted. Leak testing was performed. Approximately 18ml of air was inserted into the band and the band was submerged in a water bath for about 30 seconds. No air bubbles were observed. The sample passed leak testing. Another leak test was performed. The sample was injected with approximately 15ml of air and left for 12-24 hours. When the sample was checked, it had 14.5ml of air inserted. Since the sample had more than 13ml of air after 12-24 hours, the sample passed this leak test. The check valve was deconstructed to check for the presence of damage or foreign substances. No signs of damage or the presence of foreign matter were observed. The complaint cannot be confirmed since no leaks or issues with the check valve were observed. The exact root cause cannot be determined. It is unlikely the alleged issue is a result of a manufacturing issue. Per the manufacturer's procedure, all bands are leak tested prior to release from terumo control. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).